Manufacturer narrative:
No sample was returned in conjunction with this complaint, therefore no device evaluation is possible. A review of the may 2007 glens falls complaint report for the fluid delivery set product family noted no current adverse trends for the reported defect of "bubbles". It has been concluded that customer preference for a non-filtered version of the fluid delivery set is the reason for the customer dissatisfaction. The non-filtered set was discontinued as a product rationalization project by boston scientific and customers were switched over to filtered sets. Due to a CAPA investigation, a decision was made to reinstate the non-filtered fluid delivery sets for customers who preferred them. This customer will now be receiving the non-filtered fluid delivery sets. Fluid delivery sets are subjected to visual inspection as well as leak testing at incoming inspection per operating procedures.

Event description:
As reported, the customer complained of air bubbles getting into the fluid delivery system when utilizing a non-filtered fluid delivery set. The system is being used in neuro radiology. There has been no air injections or pt injury. No sample is being returned.